Event description:
Pt was under radiant warmer. Was transported to CT. Upon return was placed back under the warmer but probe was not placed back on pt. Approx 1/2 hr later, this was realized and infant's temp check was 106. Warmer turned off and temp returned to baseline.